Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the gusset area (not returned). The lens has been cut in half, typical of insertion and removal, and adhered together by solution. The lens was cleaned with lphse. Scratches are observed on the optic. Two small cracks are observed on the optic. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in two specific cartridge models. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure a crack was noted in the optical surface of the iol. The lens was removed from the eye and another lens was implanted instead. There was no reported patient harm. Additional information was requested.